Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) level ranged from 497-"high" mg/dl. Reportedly the customer delivered a correction bolus to address high bg. Customer changed the cartridge to resolve the issue.